Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2015 with the following findings: a review of the pump black box data indicated no evidence of short battery life. There were two cs 177 low battery warnings observed due a discharged battery being inserted into the pump. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. During testing, the pump ez-prime steps were performed correctly with no alarms. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The original complaint was a battery life was not duplicated during investigation.